Event description:
It has been reported to philips that the c-arm would not move. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received, the coronary planned treatment was completed as planned. It was informed to philips remote service engineer (rse) that the customer experienced the difficulties while moving c-arm, despite being able to adjust the angular and rotational settings of the detector. However, the rse could not connect to the system through remote service. The rse proposed that the problem might be linked to the bodyguard system or that a reboot could be required to restore proper functionality. No additional information was received from customer and no further service was provided by philips. After repairs the system was returned to use in good working condition. The codes were updated based on the investigation outcome.